Event description:
Procedure type: roux-en-y. According to the reporter: this endostitch misfired when used on a pt, stitch would not load easily and stitch came out when used in the pt. Opened a new endostitch, which worked perfectly. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).